Event description:
It was reported that during a lap colectomy procedure, the tissue pad fell off. No adverse pt consequences were reported. The case was completed with another like device.

Manufacturer narrative:
Date sent: 06/26/2008. Information anticipated, but unavailable at this time.